Manufacturer narrative:
Ge healthcare recommended replacement of the carrier board and compact flash card. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported that, during a case, the unit indicated a system failure. There was no reported patient injury.